Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 1627487-2020-49130. It was reported the patient's leads appeared superficial on fluoroscopy. As a result, the patient underwent surgical intervention on (B)(6) 2020 during which the leads were buried deeper and secured with stitching, resolving the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Correction: section h6 investigation findings should have been 3221 instead of 213 in additional report 1. Section h6 investigation conclusions should have been 4315 instead of 67 in additional report 1. Section h10 additional narrative data should state "the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined." Instead of what is stated in the additional report 1. All of these corrections are reflected in this additional report 2.

Manufacturer narrative:
Correction: the corrections additional report 2 should not have been submitted. The coding was already correct in additional report 1.